Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4) - device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01779 / 01780).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 allegedly due to elevated metal ion levels. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the material analysis, it was noted the components showed evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.